Event description:
Procedure: right shoulder arthroscopy with rotator cuff repair. Used an ascent reprocessed gator blade 4.2mm x 13 cm ref. *596a lot # 756924 2009-07. The doctor noted metal shavings being left behind in shoulder while using gator blade. Manufacturer response (as per reporter) for shaver blade, gator bladewe met with ascent and until they can evaluate the shaver they are not able to give us any feedback. Their experience shows that this is caused by excessive force on the handpiece durnig the procedure.

Event description:
Procedure: right shoulder arthroscopy with rotator cuff repair. Used an ascent reprocessed gator blade 4.2mm x 13 cm ref. *596a lot # 756924 2009-07. The doctor noted metal shavings being left behind in shoulder while using gator blade. Manufacturer response (as per reporter) for shaver blade, gator bladewe met with ascent and until they can evaluate the shaver they are not able to give us any feedback. Their experience shows that this is caused by excessive force on the handpiece durnig the procedure.